Event description:
Ous MDR - after an implantation time of about 12 months, syncope was reported. The patient was admitted to the hospital and the analysis of the long-term ECG showed pacing pauses of up to 3 seconds. The pacemaker and the lead were explanted. Associated device: setrox s 60, (B) (4), MDR-1028232-2010-00138.

Manufacturer narrative:
Ous MDR - the pacemaker underwent a visual and mechanical analysis. The lead attachment screws for the lead contact showed no anomalies in the analysis. The screws could be screwed in and out easily. The coil elements also showed no anomalies in the analysis. It was noted in the incoming goods inspection that the pacemaker was programmed to vvir mode with 70 ppm and 2.5 v at 0.4 ms. The pacing polarity was set to unipolar and the sensing polarity to bipolar. The pacemaker underwent a complete function test, and no anomalies could be found. The pacing and sensing functions of the pacemaker was tested. There were no pacing or sensing defects. A bipolar test lead could be contacted successfully. The pacemaker underwent a long-term pacing test. No pacing lapses were observed during the test. The analysis results did not indicate a material defect or manufacturer error for the pacemaker or the lead. Both products were within all specifications. A cause for the syncopes mentioned in the complaint could not be found during the analysis. In summary, the analysis results did not indicate a material defect or manufacturer error for the pacemaker or the lead. Both products were within all specifications. A cause for the syncope mentioned in the complaint could not be found during the analysis.